Event description:
It was reported that the patients battery was not charging properly and was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.